Event description:
It was reported that the patient had connect power alarms event while being connected to the mobile power unit (mpu). A new mpu was ordered and the alarms were still occurring. Both mpu's and system controller were cleaned and the batteries were reseated. The log files noted a no external power event on (B)(6) 2022 while on battery power from simultaneous disconnection of both system controller power leads. It was determined that the primary system controller was the source of the alarms, and the damaged system controller and mpu were exchanged. On (B)(6) 2022, additional log files were sent for review which indicated the mpu was operating as expected. Controller: MFR # 2916596-2022-15529.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of power cable disconnect alarms were confirmed. The mobile power unit (mpu) (serial #: (B)(4)) was returned for analysis to the service depot. The unit was plugged into ac power and powered on as intended. The mpu was connected to a mock loop and a system controller. The system controller alarms for ¿connect power immediately¿. Puncture holes were found on the patient cable and the patient cable was replaced. The mpu was functionally tested and operated as intended. The replaced patient cable was forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the patient cable was connected to a test mpu and upon connection to ac power, a mock loop, and a system controller a ¿connect power immediately¿/"low battery" alarm was active. Manipulation of the patient cable where the punctures were found was able to clear and reactivate the alarm. During insulation testing of the patient cable, several breaches in the insulation were found. The patient cable was stripped where the punctures in the cable were and breaches in the insulation of the red, grey, yellow, and orange conductors were found. Multiple good faith efforts were sent to retrieve additional information including when the onset of the alarms was and when was the new mpu ordered, if the alarms resolved, and the patient status/plan of care; however, there was no response. Multiple good faith efforts were sent to retrieve additional information regarding the patient status/plan of care; however, no response was received. The root cause for the reported event was conclusively determined to be due to a damaged patient cable. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power, low power hazard, and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial #: (B)(4)) and the mpu was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.